Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the "lens was damaged during loading into the inserter". There was no patient contact and the procedure was completed. The issue was with the iol/injector. There are two medical device reports associated with this reported event. This report is for the iol.

Event description:
Additional information was provided by a nurse who reported, that there was no injury to the patient. There was no medical or surgical intervention required as a result of this event.

Manufacturer narrative:
Additional information was provided evaluation summary: the lens was returned for evaluation. Solution is dried on the lens. The lens was cleaned with lphse. A small area on the edge of the optic is missing lens material. There is a light scratch in the middle of the optic on the anterior side of the lens. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Corrected information was provided that the product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints in the lot. The manufacturer internal reference number is: (B)(4).